Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link break at the swage end of the anterior cuff. Because the original plunger was not returned with the device, during lab testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss and subsequent link detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the IFU (instructions for use). No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was attempted, but a needle-to-cuff miss also occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.